Manufacturer narrative:
Additional information: through follow up it was confirmed that the scratch on the lens was caused by the folding. The patient's sees 0.5 that is in line of her macula operation. The physician noted that it is probably that the patient has no vision problems caused by the scratch. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(6). Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed therefore, the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that during a complicated phaco surgery, before a vitrectomy by the vitroretinal surgeon, the patient required a multipiece lens. The lens was perfectly folded by the or (operating room) assistant. However, after the implantation the doctor discovered 2 scratches on the surface of the lens optic, near the haptic junction side. A vitrectomy was performed and was not related to an abbott device issue but due to patient anatomical/medical condition where an ablation was required and performed. If ablation is performed, a vitrectomy is also performed. Because of the gas in the eye, the doctor could not say what the vision implications will be, the iol remains implanted. The physician stated the gas in the eye is not related to the abbott device. He explained that, if you have an ablation (the retina gets loose and you see lighting bulbs) then the doctor can choose to put in gas or oil to hold the retina in place. No medical or surgical intervention was reported. The physician stated that after 6 weeks they will have patient outcome results. However, it will be hard to determine if a loss of sight, if determined, is due to the scratch on the lens or the ablation. He plans to continue with normal treatments for ablation. No further information was provided.